Manufacturer narrative:
The device was received for evaluation. During functional testing, the device did not reproduce the reported event. A review of the event history log revealed air in line alarms. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The reported condition was verified. The cause of the condition was unable to be determined. The device was determined to within specification in relation to the reported problem and no correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had an alarmed air in line during unspecified process step. There was no patient involvement. No additional information is available.